Event description:
The customer stated that the touchscreen would not calibrate. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 09oct2019. Date of report: 10oct2019. The customer confirmed the reported touchscreen issue. The customer reported that the touchscreen has been replaced and the complaint resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 11apr2020, b4: 30apr2020. Touchscreen assembly was returned to the manufacturer for the failure investigation (fi). This touchscreen failed due to multiple resistance failures including the resistance ratio which was found out of specification. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/19/2019.

Event description:
The customer stated that the touchscreen would not calibrate. There was no patient involvement.